Manufacturer narrative:
Tw ID#(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, hst iii system (3.8mm) seal came out of the box partially rolled. New device is opened and worked without issue. No delay. No harm. Per photo provided by the complainant, it is observed the seal is in the loader, and is folded over partially on the right side. It is observed the blue levers are not compressed. It is observed that there is no blood on the device.

Event description:
N/a.

Manufacturer narrative:
Trackwise#: (B)(4). Updated sections: b4, g3, g6, h2, h3, h6, h10. The device was returned to the factory for evaluation on 05/08/2024. A photograph was provided by the account. A photographic inspection was conducted. Signs of clinical use and no evidence of blood were observed. The seal was observed to be slightly rolled on one side in the window of the loading device. No other visual defects were observed. An investigation was conducted on 06/03/2024. A visual inspection was conducted. Signs of clinical use and no evidence of blood were observed. The delivery device was observed inside the loading device, with the seal visible in the window of the loading device. Although the seal was observed to be partially rolled in the photograph provided, the seal was observed to be open in a normal state inside the loading device window on the returned device. No deformation, cracks, or delamination were noted on the seal. The blue slide lock was on and the white plunger was not depressed. An attempt was made to load the seal into the delivery device. The seal was able to be loaded normally with no visual or physical difficulties. Measurements of the delivery device were taken; the inner diameter was measured at 0.194 inches, the outer diameter was measured at 0.2185 inches. The length of the delivery tube was measured at 2.49 inches (mcv00004217). The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device and investigation results, the reported failure "fitting problem" was not confirmed. The lot # 3000371967 record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.